Manufacturer narrative:
Alleged failure: fragile sheathing problem (heat shrink). The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force applied by the user , the unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a piece of insulation from the probe remains in the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of insulation from the probe remains in the joint.